Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no ventricular pacing markers were visible while implantable pulse generator (ipg) was decrementing during threshold testing. Programming changes to reprogram the av delay are planned as the next device check. The ipg remains in use. No patient complications have been reported as a result of this event.